Manufacturer narrative:
Tracking #.49079. Ees #.980677-2/c. D5; h4: information not available, device not returned for analysis.

Event description:
It was reported during a lung volume reduction the surgeon fired the device approximately 4 times and on the fifth firing one staple line had staples and the opposite side did not staple. It was the surgeon's opinion the cartridge only had staples in one side. The pt was opened to control bleeding and blood loss was estimated at 2 units. The pt received 2 units. 02/11/98 hard copy was received and the zr45g (lot k4891f, batch p50141p1f) is being returned. The cin advised her of the events as reported and received the following information. Per the risk mgr the 74 year old male's diagnosis was severe emphysema and lll mass. Intraoperatively, blood loss was 1200cc and the pt was given 2 units prbc's, 250cc albumin and 2000cc lactated ringers. Post operatively, the pt received multiple units of fresh frozen plasma and prbc's. The risk mgr requested a contact's name and number and it was provided. Risk management was advised the purpose of the call was to assure risk management was aware of the incident and to request additional information that may be available. Risk management stated she was aware and adds the case is in clinical review. According to the surgeon, the failure of the stapler resulted in the case being converted to open with a significant blood loss. Following the procedure, four days post operatively the pt died.